Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of zero units. A cartridge change was performed to address the issue. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined further troubleshooting.